Manufacturer narrative:
(B)(4). The actual device was not returned to the manufacturing facility for evaluation. Therefore the investigation is based upon the user facility information and the evaluation of the retention sample of the involved product code/lot number as well as the surrounding lots. A visual examination of the retention samples from the involved product lot number as well as the surrounding lots confirmed there were no visual defects. In addition, functional testing confirmed the products met manufacturing specification. A review of the device history record indicated that there were no production related problems from this lot number. A review of the complaint files confirmed that this lot has not been previously reported. The exact cause cannot be determined and there is no evidence that this event was related to a device defect or malfunction. The potential for such an event is addressed in the product labeling with statements such as the following: "insert the dilator into the valve center of sheath. Forced dilator insertion missing the valve center may cause valve damage, resulting in blood leakage." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported valve leakage on the rss502 device. Follow-up communication from the user facility reported the following information: it was reported there had been an issue with leakage from the 5fr sheath; the physician reported that it has been leaking at the hub whenever there is a wire or diagnostic catheter in the sheath; and there was no impact to the patient.